Event description:
Indication for procedure: infected, left-sided implant. Procedure: left-sided procedure was conducted in the cardiac catheter lab. Both fluoroscopy and an arterial line were used throughout the procedure. The procedure utilized a lld-ez, a 12f, a 14f and 16f sls. The physician began lasing down the av lead with a 12f, then up sized to a 14f sls. Making very little progress the physician decided to lase the rv lead and up sized to a 16f sls. Proximal coil was reached when the nurse alerted the physician to the pt's falling blood pressure. Surgical team responded within 15 seconds. Analysis: the devices used in this case were not retained by the hospital staff for post-procedure analysis by the manufacturer. Lot history reviews found no issues or non-conformances related to the reported event. Pt's outcome: after approximately 30 minutes of CPR, the pt expired. Cause of death is unk.

Manufacturer narrative:
Manufacturer dates for all devices: 500-001 - 2009-july-01, 500-012 - 2009-february-18, 500-013 - 2009-july-20, 518-062 - 2009-october-05.